Event description:
A customer reported that a patient's known anti-k did not react with 0.85 selectogen lot 8s746. (B)(4).

Manufacturer narrative:
Ortho-clinical diagnostics (ocd) performed retain testing to confirm the reactivity of the k antigen. Satisfactory results were observed.